Event description:
Overdelivery due to "pump changed delivery rates on its own" reported. The pump was set to infuse an unspecified solution at 250ml/h. The pt needed to get up to go to the bathroom. During ambulation to the bathroom and while in the bathroom, the pump reportedly kept alarming with an unspecified alarm message. The nurse then turned the pump off to stop the alarming while the pt was up. Upon return to the chair, the nurse plugged the pump back in and set the pump to run. At an unspecified time later, the nurse reports that the intravenous container "emptied too soon and had changed its own rate to 500ml/h." She reports that after placing the pump in the run mode, no one had touched the pump or manually changed the settings. The pt did not experience any adverse effects. No incideent report was written and no further info was available.